Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-110mg/dl fasting. Verified test strips expire 08/27/2017. Confirmed customer's test strips are being stored properly and opened vial date is(B)(6) 2015. Reviewed meter memory (B)(6). Customer is concerned of all of the results recalled from the memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. The returned code key found damaged. Root cause investigation completed - meter p.c. Board removed and visual inspection shows no abnormalities. Strip connector removed from p.c. Board and visual inspection shows no abnormalities. The code key received with the meter was a damaged (in manufacturing) code key. A piece of the white carrier was sheared off the carrier during staking and was laying across two contact pads and this interfered with pin to pad contact. In this condition no calibration data could be into the meter and the display would show "----" and no blood test could be run. All qc lab testing was done with a universal lab code key ((b(6)).

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-110mg/dl fasting. Verified test strips expire 08/27/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned of all of the results recalled from the memory. Adverse event not reported.